Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing over, and the station was in critical override. The technical support specialist (tss) found that the es server had stopped processing external messages, which caused new patients and orders to not appear at the stations. The specialist updated the configuration file to improve message processing efficiency. The server finished processing the backlog of messages and caught up completely. The specialist checked the server and confirmed that it was processing external messages without any delays. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 had multiple orders not crossing over and station in critical override. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 had multiple orders not crossing over and station in critical override. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.